Manufacturer narrative:
Pump was received with blank display due to cracked and bleeding on lcd glass. Unable to perform functional testings due to blank display. Unit was received with broken end cap, minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that their insulin pump had cracked battery compartment. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.